Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc investigated the device, however the reported phenomenon was not reproduced. Omsc connected the device to the olympus video system center otv-s300, but the reported phenomenon was not reproduced. Omsc checked the appearance of the device and conducted a water leak test, but no abnormalities were found. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by a temporary poor connection at the video connector contacts. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Scope communication error(e216) occurred when the user performed a therapeutic procedure with the subject device. The user restarted the subject device and completed the procedure. The subject device was used with a olympus video system center otv-s300. There was no report of patient injury associated with this event.